Event description:
As a result of an internal review of the file, it was determined that the information provided for this event probe actuation failure does not represent a reportable device malfunction and it is not likely that a recurrence would result in serious injury. Radio frequency identification issue would also contribute to the actuation failure, hence it will investigated at one site.

Manufacturer narrative:
As a result of an internal review of the file, it was determined that the information provided for this event probe actuation failure does not represent a reportable device malfunction and it is not likely that a recurrence would result in serious injury. Radio frequency identification issue would also contribute to the actuation failure, hence it will investigated at one site. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the probe actuation failure occurred during test. The surgery was completed after replacing the product with another one. The procedure type was vitrectomy. The condition of aspiration was unknown. There was no report of patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).